Event description:
The customer reported that there was arcing. No patient injuries were reported.

Manufacturer narrative:
The ge service rep found evidence of arcing at the cathode and anode connectors at the tank. He removed cleaned, and re-greased the sticks and tightened at tube and tank ends. He verified proper system operation. The system operates as designed.